Manufacturer narrative:
The mobile power unit is not a single use device. The patient remains on lvad support with no further issues reported. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during log file review by the technical service representative, no external power alarm was confirmed on (B)(6) 2019. The alarm was due to the power being unplugged from the wall outlet. The system controller back up battery did run the system at that time.

Manufacturer narrative:
Sections h3, h4: additional information manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. A review of the submitted log file showed 256 events spanning approximately 4 days (B)(6) ¿ (B)(6) per time stamp). On (B)(6) 2019 at 08:07 the power cable disconnect and no external power alarm activated while connected to the mpu due to both white and black lead rsoc voltage levels dropping down to ~3v. This is indicative of a ac power cord disconnection. The alarm cleared 4 seconds later and returned to the expected 12.5v. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Additional provided information indicated that the no external power was due to the mpu being disconnected from the wall. The root cause for the no external power alarm was determined to be mpu ac disconnection from the outlet. No further information was provided. The manufacturer is closing the file on this event.